Manufacturer narrative:
Please retract this MDR 2938836-2015-29674 and the supplemental report MDR-2015-16366-01. Duplicate report filed on 12/28/2012, 2017865-2012-10555.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a generator change-out for eri, externalized conductors were observed via fluoroscopy. No noise or change in lead measurements were noted. The lead was explanted and replaced successfully. The patient experienced no symptoms.